Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil passed the electrical continuity test, eliciting a green light from the v-grip detachment controller. The coil was positioned in the aneurysm and the physician attempted to detach the coil, but a red light on the v-grip appeared. The physician attempted to withdraw the coil, but the coil was found to be broken. Multiple attempts were made to detach the coil with the v-grip, but the coil was not detached. When the physician attempted to withdraw the coil again, the coil was found to be detached. The pusher was withdrawn and removed from the patient, and the coil was pushed into the aneurysm with a guidewire. There was no reported patient injury on intervention.